Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg). Bg values not provided. Cause was unknown. Ongoing elevated bg have been addressed via correction bolus', insulin pen, and supply changes. Tandem technical support attempted follow up with the customer, however, the customer declined to provide additional information regarding the issue.